Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 2: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube with the charge-coupled device (r-unit) had been replaced. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to replaced outer tube with r-unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had its image disappeared during inspection for use. There were no reports of patient involvement.